Event description:
This is a report of a homechoice peritoneal dialysis (pd) patient that expired. The peritoneal dialysis registered nurse (pdrn) was contacted in order to obtain additional information regarding the patient's death. The pdrn stated that the patient had been failing and had been placed on hospice care at home prior to death. Pd therapy was ongoing until the time of death. However, it was unknown if the patient was connected to the homechoice at the time of death. The official cause of death was unknown. An autopsy was not being performed and the death certificate was not available. The pdrn stated that the death was unrelated to the baxter device, disposables or solutions. No additional information regarding this event was available at this time.

Manufacturer narrative:
(B)(4). An internal investigation is currently under way, however has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review was performed, revealing the device has not been previously sent into service for the reported condition and previous servicing did not contribute to the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter for evaluation. During evaluation no failures or malfunctions were identified that could have caused or contributed to the home patient passing away. An evaluation of the event history and the device history logs was performed. The review of the logs revealed no keystrokes, programming, or use related events that would indicate and/or contribute to the reported difficulty. If additional relevant information becomes available, a follow up report will be submitted.